Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to a misconfigured or faulty network port. The field service engineer resolved the issue by relocating the station to known working port, which restored communication with the server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not showing new patients and remote support service was showing offline. The customer stated that this malfunction occurred while dispensing medication to patients, resulting a delay. However, there were no adverse events or injuries reported based on this event.